Event description:
The customer reported a connection error and the system would freeze; the field engineer noted that the system did not boot up due to a bad hard drive. The system was completely disabled. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was evaluated and replaced. The system was tested and found to be working as intended and returned to service